Event description:
Mitral valve replaced with cormatrix patch placed the end of last year. The patient returned to the or five months later for severe recurrent mitral regurgitation. Dehiscence of patch was noted during the procedure.